Event description:
Intl customer reported that a pt underwent a gynecological procedure during which the needle detached from the suture strand and was retained in the vaginal cuff. X-rays were taken and attempts to remove the needle were not successful. The pt will be followed post-operatively for any complications. No reoperation is currently planned.

Manufacturer narrative:
Conclusion - user error caused this event. The surgeon lost both visual and tactile control of the device during use resulting in the lost needle. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.